Manufacturer narrative:
The subject product was discarded by the user facility and not returned for evaluation. The inflator valve assembly is supplied by a vendor sealed and sterilized. This complaint is inconclusive without a sample to evaluate. However the most probable root cause would be that the alleged hair was introduced to the product and/or packaging during the manufacturing and/or packaging of the product while in control of the vendor prior to being accepted into bdi inventory. The inflator valve assembly is inspected by bdi for multiply aspects including, seal strength, pouch condition and condition of components within the pouch. However, it would be very difficult to detect a hair embedded to the product held within a sealed pouch. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in april, 2018. Discarded by user.

Event description:
It was reported that during a laparoscopic hernia repair procedure, after the surgeon inserted the ventralight st w/ echo ps through the trocar, the nurse proceeded to open the sealed package containing the inflator valve assembly (syringe/inflator valve). As reported, she went to provide the inflation assembly to the surgeon and that is when she noticed a small hair stuck within the inflator valve. She reported she attempted to remove the hair several times and noted it was really embedded within. As reported, she was successful with removing the hair and the surgeon proceeded with inflation and completed the case with the inflator valve. As reported, the surgeon felt that the hair may have touched the mesh during the procedure, as such, the surgeon cultured the hair and inflation piece and prescribed an extra dose of antibiotics for the patient as a preventative measure.